Event description:
It was reported that the toe filler caused a sore on the patients stump around the 2nd and 3rd metatarsal bone.

Manufacturer narrative:
It was reported that the toe filler caused a sore on the patients stump around the 2nd and 3rd metatarsal bone. It is unknown how long the toe filler was used before the sore occured. Patient did receive medical treatment at a medical facility, he had some dressing done for about 1 month. The sore is now healed customer discarded the toe filler since it had bodily fluids from the open sore. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.